Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01219.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right femoral vein due to deep vein thrombosis (dvt). Patient is alleging device tilt and vena cava perforation. Patient notes and further alleges "I live with the anxiety of having a filter that could fail at any time, but that cannot be retrieved without a serious surgery because my filter has tilted within my vena cava and perforated outside of it". Per the (B)(6) 2012 caval filter placement: "the size of the cava permitted introduction of a potentially retrievable celect filter into the infrarenal ivc. The patient tolerated the procedure well. Per the 02oct2018 independent review of a (B)(6) 2018 CT (computed tomography) scan of the abdomen and pelvis: "positive for caval perforation. Superior extent of ivc filter l2-l3 disc space. Inferior extent superior l4 vertebral body. A total of 4 prongs have perforated ivc. Maximum distance prongs perforated 6.48 mm. Coronal images 5.02 degree tilt right to left. Sagittal images 7.58 degree tilt posterior to anterior. Diameter of ivc directly above filter 22.67 mm x 13.71 mm".

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2012. The patient alleges to have been injured without further explanation.